Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the imaging system has been in use since the reported issue without a recurrence. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a procedure, the imaging system was unable to communicate with the navigation system being used. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient age, ID and gender provided. A medtronic representative reported that the issue occurred in an open spinal fusion. There was a reported delay to the procedure of fifteen minutes due to this issue.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.